Event description:
Customer was hospitalized due to high blood glucose levels. Customer's family member stated that prior to hospitalization customer had high blood glucose levels all day. Instructed customer to change out set/inject as per md.